Manufacturer narrative:
(B)(4). Preliminary evaluation of the return device indicates a hole/tear in the sterile package.

Event description:
The customer reports one of the trays was found damaged.

Manufacturer narrative:
(B)(4). The customer returned one unopened aj-09903 kit for evaluation. The lidstock is firmly attached to the tray. A hole was identified in the top left tray corner of the tray and the top right tray corner is smashed in. The damage is consistent with damaged caused by shipping and handling. A device history record review was performed and no relevant findings were identified. The customer reported issue of the kit tray being damaged was confirmed during the complaint investigation. A hole was identified in the top left tray corner of the tray and the top right tray corner was pushed inward. The damage is consistent with damaged caused by shipping and handling. A device history recorded review was performed and on relevant findings were identified. Based on the condition of the returned sample the probable cause of this issue is shipping and handling related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports one of the trays was found damaged.